Manufacturer narrative:
The evaluation of this event is on-going. Should additional information be received, a supplemental report will be provided.

Event description:
It was discovered that the user facility had insufficiently reprocessed their olympus evis lucera duodenovideoscope. There was no report of patient harm as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. IFU warns against improper reprocessing describing ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them¿. Olympus will continue to monitor field performance for this device.